Event description:
The devices failed prior to use on a pt. The stylet will not pull out of the PICC. When you try to pull it out the catheter stretches at 8.5 cm from the tip where it is fairly obvious the stylet is getting stuck on the PICC. This happened 3-4 times with other like piccs. Event reappeared after reintroduction: no.